Event description:
The patient was revised due to dislocation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases against the provided product/lot code combinations found no other reports. The investigation can draw no conclusions with the information provided. It should be noted, it was reported the patient fell causing the reported anterior dislocation. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.